Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing of noise. No device intervention was performed. The patient was stable.